Manufacturer narrative:
Patient weight not available from the site. On (B)(6) 2014, a medtronic representative went to the site to test the equipment. The standalone board and x-ray relay were replaced, and several loose connections were tightened. The imaging system then passed the system checkout and was found to be fully functional. The standalone¿xrelay kit was returned to the manufacturer for analysis and an electrical failure was found. The standalone board had no 15v and no 110ac. No problem was found with the relay. This event was identified during a retrospective review as discussed with the FDA (B)(4)district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that when trying to take a second spin during a spinal fusion procedure, the imaging system¿s pendant never left "connected not ready" mode. The first spin was taken successfully; however, 45 minutes later, the led lights would not stop blinking and the radiation status bar on the system¿s boot screen would not show a green check. Three system re-boots did not solve the issue. It was also reported that when the led lights were blinking, the system indicated ¿door open¿ when it was actually closed, but this issue was resolved by pushing the e-stop button. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. A c-arm was used to complete the procedure. There was no impact on patient outcome.